Manufacturer narrative:
Medtronic received information from an (B)(6) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve/delivery catheter system (dcs). Initial reporter (hcp) information was not available for this data set. The lot numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), an access site complication occurred. A pseudoaneurysm and hematoma were reported during the procedure. An endovascular treatment was performed to resolve the event. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that a 16 french introducer sheath was used for the implant procedure. The access site of the dcs was the right femoral artery, but the side that the pseudoaneurysm and hematoma occurred on was unknown. A closure device (proglide) was used prior to identifying the injury. The minimum access vessel diameter was 9mm. It was noted that severe aortic calcification, moderate tortuosity and mild parietal calcification were encountered. The pseudoaneurysm and hematoma were treated with an unspecified endovascular treatment. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.